Manufacturer narrative:
The cycler was returned for evaluation where the alarm conditions could not be repeated during simulated treatment testing; the results of the device inspection indicated that the unit operated within specifications. There were no fill, mid-fill, or drain alarms that occurred during the treatment test. The device passed scale calibration check. The patient reports having no problems or injury after incident. As stated by the nurse, the patient had no adverse events or injury's at this time. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
It was reported by a patient using the fmc peritoneal dialysis (pd) cycler that the patient called tech support after encountering drain, mid-drain and overfill alarms. Drain 0= 2400ml and uf 400ml. Fill 1= 2500ml drain 1=2480ml. Fill 2= 2500ml, drain 2=5540ml. The reported drain of 5540ml was 222% over the expected drain volume which resulted in a reportable device malfunction. The patient attempted to bypass the alarm condition then an overfill alarm occurred. The patient denied moving the cycler and could not tell if he was empty or if he had fluid remaining to drain. The patient denied any discomfort and stated he felt fine and then reported the cycler was draining again. After a few minutes, drain 2= 7100 ml. The cycler was replaced and patient continues with therapy. The patient remained asymptomatic and did not require any medical intervention.